Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 9 and fault ID 9-0x20f1. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted in the process, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood. No further action was needed.